Manufacturer narrative:
An outside of united states (ous) customer contacted the siemens customer care center (ccc) and reported that erroneously depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit the cse, inspected the analyzer, performed full atellica test protocol (atp), which passed, re-aligned reaction washer and dilution washer, replaced dilution washer probes, probe 1 tubing, valve, probe 2 tubing, dilution washer probe 1 skimmer tubing, replaced reaction washer 1 tubing. Ran auto check and qc, which passed. Then, the cse cleaned water bath and lenses, replaced sample arm pump manifold assembly, primed, re-aligned sample arm. Further, the cse found that the dilution mixer was old design and mis-aligned, replaced and realigned the dilution mixer, re-aligned dilution washer height, ran auto check and qc, which passed. Siemens is evaluating the event.

Event description:
The customer reported that erroneously depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was considered correct and reported to the physician. It is unknown if there are any known reports of patient intervention or adverse health consequences due to the erroneously depressed crea_2 result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00198 on (B)(6) 2025. Additional information (12-aug-2025): siemens reviewed the photometer data which indicated that the readings values were expected after reagent 2 addition, but a drop in readings near the end of the reaction curve indicated a possible issue with water dropping into the reaction cuvette, most likely from reaction washer probes. Siemens further evaluated the event and concluded that the hardware problem potentially contributed to the erroneously depressed creatinine_2 (crea_2) results. The routine troubleshooting actions performed in the initial report resolved the event. The investigation findings and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No product problem identified.